Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels of 42-394 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer did not provide how the ICU addressed the sporadic bg levels. The customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. The customer received assistance from their health care provider (hcp) in updating pump settings, and successfully resumed insulin. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.